Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose of 444mg/dl. Customer indicated that their doctor has been contacted and their doctor indicated to replace the pump due to pump errors. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No high blood glucose troubleshooting was performed. No further details given.

Manufacturer narrative:
Pump was received with no button response due to flattened esc, act, and up buttons dome switch. Inspected lcd connector and no unlocked connector noted. Unable to verify battery out limit or perform the self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. Pump passed stop current test. Pump had minor scratched display window.